Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable to provide any further patient or procedural details to bard.

Event description:
It was reported that nine months post implantation of the stent, an in-stent restenosis was detected. The exact location of the restenosis is unknown. Approximately 25 months after stent placement, the stent was found to be fractured. There was no reported patient injury.

Manufacturer narrative:
New information (images) was received. The event is currently under investigation.

Event description:
It was reported that nine months post implantation of the stent, an in-stent restenosis was detected. The exact location of the restenosis is unknown. Approximately 25 months after stent placement, the stent was found to be fractured. There was no reported patient injury.

Manufacturer narrative:
New information (images) was received. The event is currently under investigation.

Event description:
It was reported that nine months post implantation of the stent, an in-stent restenosis was detected. The exact location of the restenosis is unknown. Approximately 25 months after stent placement, the stent was found to be fractured. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. Images of a follow-up examination were provided. The images are showing a stent implanted in the left sfa adapting to the vessel wall while the vessel is performing significant winding, following the motion of the vessel. Multiple tine fractures of the implanted stent were identified on the images. No images demonstrating the reported in-stent restenosis were provided. Therefore, the alleged in-stent restenosis could not be confirmed. On the basis of the images provided, there is no correlation between the stent fracture and the reported in-stent restenosis. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An in-stent restenosis may be caused by various factors and may even occur inside non-defective stents that were correctly placed. Restenosis may be caused by neointimal hyperplasia, by a hyperproliferative response to the vessel injury caused by angioplasty and the foreign body reaction as well as by abnormal vessel geometry caused by stent implantation. An irregular stent placement as well as an insufficient pre- or post-dilation also may be contributing factors. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release may lead to an irregular stent placement and subsequent stent fracture. Also an insufficient pre- and/or post-dilation, highly calcified vessels, the patient's condition, the vessel anatomy as well as overlapping stent placement may be contributing factors to the reported stent fracture. On the basis of the limited information available and the images provided, a definite root cause for the reported event could not be determined. The IFU supplied with this device sufficiently describes the correct stent placement procedure. In addition, the IFU indicates that arterial occlusion/restenosis of the treated vessel is a potential adverse event that may occur. Also the IFU states: "cases of fracture have been reported in clinical use of the lifestent vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture. The long-term clinical implications of these stent fractures have not yet been established." Furthermore, the IFU states that pre-dilation of the lesion should be performed by using standard techniques and post stent expansion with a pta catheter is recommended. If being performed, a balloon catheter that matches the size of the reference vessel but that is not larger than the stent diameter itself should be selected. Updated 'eval code & desc - conclusion1' due to completion of evaluation. Updated 'additional event information' due to receipt of images.

Event description:
It was reported that nine months post implantation of the stent, an in-stent restenosis was detected. The exact location of the restenosis is unknown. Approximately 25 months after stent placement, the stent was found to be fractured. There was no reported patient injury.